Event description:
T was reported that eight days post op of an unknown procedure, when the dressing was removed, the staples were out of the skin and laying in the dressing. No other details are available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.